Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a data loss directly following a system check passed message on the receiver. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the customer complaint, it was learned that the patient did not have data loss following a system check passed message on their receiver.. The patient's information was not lost. The patient's information was not showing on their trend graph screen after their memory was reset. Therefore, this is not a reportable event. No additional patient or event information is available.